Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for defibrillation threshold testing. During the procedure, an alert fir possible high voltage lead damage and aborted shocks. No patient symptoms, intervention or additional information was reported.

Manufacturer narrative:
The reported events were confirmed. An external insulation abrasion due to friction to the device can was noted 8.4 to 8.8 cm from the connector pin. The rv cable lumen was breached and the etfe cable coating of both rv cables were abraded and one cable was separated in this region.

Event description:
New information received on (B)(4) 2019 indicates that the patient's right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable.